Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the gap in the adhesive area between the hold ring and the distal end, and the peeling of the adhesive around the light lens, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope had a gap in the adhesive area between the hold ring and the distal end, and the adhesive around the light guide lens was peeled. There was no patient involvement.